Event description:
It was reported the physician placed a trial lead, and intraoperative testing revealed all of the contacts were invalid. The physician used a different lead to complete the procedure. It was reported the replacement of the lead resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.